Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2014. According to the complainant, during the procedure, the tip of the injection gold probe detached completely and fell into the patient. The detached piece was successfully retrieved with a different device. The procedure was completed with a second injection gold probe device. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Medwatch number: 201022-2014-010.